Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation at the ipg site prior to the ipg being inoperable. Reportedly, the patient ipg became inoperable following an unrelated procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post op and issue was resolved.